Event description:
It was reported by the customer that a bd pyxis¿ es server, the new orders were not crossing over to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that new orders had not crossed over to the station. A technical support specialist, with assistance from iest, remotely accessed the cce (carefusion coordination engine) system and identified a message delay that occurred on august 30 between 1:30 am and 2:01 am. During the affected period, messages were delayed by approximately 2 minutes, peaking at around 15 minutes. Database jobs does not match the time frame of the delay. It was confirmed that full backups were being performed by the customer. Error logs on the cce showed network-related issues during the delay period. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the new orders were not crossing over to station the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.